Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The sensing polarity was previously changed to troubleshoot for twos and the discriminator was turned on. The lead remains in use. No patient complications have been reported as a result of this event.